Event description:
It was reported that during inspection at the warehouse, the swg was observed kinked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation: a sealed sac-00820 kit was returned for evaluation. The sample was examined through the clear pouch material and the swg was confirmed kinked. The catheter part of the assembly was also found bent in the seal pouch. The introducer needle was examined and it appeared typical. The clear protective tubing for the assembly was also bent in relation to the swg kink and the pouch material was folded and creased in multiple locations. The reported complaint for a kinked swg in the sealed pouch was confirmed through inspection of the returned component. Based on when the defect was observed (prior opening the kit), appearance of the entire sample in the seal ed pouch and the lack of rigidity in the packaging to protect the components, the packaging engineer was consulted. The findings determined the potential cause as related to packaging design related.